Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver initialized without a manual restart. No additional event or patient information is available. Data was provided for investigation but does not reflect the alleged device and/or the alleged issue. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver initialized without a manual restart. No additional event or patient information is available. Data was provided for investigation but does not reflect the alleged device and/or the alleged issue. The receiver was returned for evaluation. External visual inspection was performed and passed. A receiver charge and boot was performed and failed due to the receiver not being able to turn on. A receiver download and functional test could not be performed. An interior visual inspection was performed and passed. Confirmation of the complaint could not be confirmed. The probable cause could not be determined.